Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was received in two sections as a result of a break that occurred in the hypotube at 19.9cm distal to the strain relief. The distal section of the hypotube break was severely kinked at 2.5cm distal to the break site. This break and kink is consistent with excessive force having been applied to the shaft, possibly during the physician's failed attempts to cross the placed stent. No issues were noted with the profile of the crimped stent, balloon and tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a coronary artery stenting treatment procedure, difficulty crossing the lesion occurred. Vascular access was obtained via the femoral artery. The lesion being treated was located in the mildly calcified lesion left anterior descending (lad) artery. Vascular access was achieved through the femoral artery. The physician attempted to implant a 2.25x16mm liberte bare metal stent (bms) and a 2.25x12mm liberte bms, however, neither device was able to cross an unspecified "old" stent in the proximal-mid lad. The device was removed and the procedure completed with a 2.25 x 12mm non bsc stent. There were no reported patient complications and the patient status is stable. However, returned device analysis revealed a shaft break.